Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segement of the lead was returned and analyzed. Analysis results revealed that the lead outer insulation was breached.